Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: june 1, 2018 through july 31, 2018 psr submission number: 2210968-2018-75205. Psr report identifier: (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced urinary tract infection, pain and erosion of her internal bodily tissue following the procedure. It was reported that she has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/12/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.